Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and another manufacture's lead was admitted to the emergency room after experiencing chest pain. A device interrogation revealed noise that was being oversensed and leading up to 30 seconds of asystole for the patient. The patient was admitted to the intensive care unit for further work up. A request for additional information was made. At this time, no additional information has been provided.

Manufacturer narrative:
--

Event description:
Additional information indicates that the minute ventilation feature of this device was programmed off. The patient was seen in clinic for follow up; no recurring episodes were noted and no recurring patient symptoms were reported.